Manufacturer narrative:
The patient had medical history of "varicose veins". Cutera does not recommend treating "varicose veins" with the cutera nd: yag 1064nm laser. The laser operator had not received cutera manufacturer's training on the device. The adverse event developed after a vascular treatment during a sales demo for a potential vascular upgrade the physician performed the treatment. The laser system was evaluated 3 days prior to the sales demo and found to be operating within specification. The laser was evaluated after the adverse event and found to be operating within specification. There was no evidence of device failure. "Burns, blisters and scarring" are listed in cutera operator manual as "expected transient events and possible adverse effects". The patient was prescribed "antibiotic ointment" as treatment.

Event description:
Patient developed "blister" after nd:yag 1064nm laser vascular treatment. The area approximately the size of an "eraser at the end of a pencil". The area required medical intervention to prevent scar formation.